Manufacturer narrative:
This report is submitted on may 01, 2019. (B)(4).

Event description:
It was reported the patient's device was explanted due to unknown reasons, the patient also underwent skin revision surgery on (B)(6) 2019.